Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of bacterial peritonitis in a patient, coincident with dianeal-n pd2 bag therapy for chronic renal failure. On unreported date, the patient contacted baxter (B)(4) technical services (B)(4), and stated that she was hospitalized for peritonitis. Upon follow-up with the physician, the case was medically confirmed. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The patient received remedial treatment with amikacin sulfate and cefamezin. The cause of the peritonitis was not reported, but the patient received re-training on proper aseptic technique. On (B)(6) 2011, the bacterial peritonitis was resolving and the patient was discharged from the hospital. Dianeal therapy was ongoing. The physician believed that the event of bacterial peritonitis with (B)(6) was not related to dianeal therapy. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is undetermined.